Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information requested and the following was received: does the surgeon believe the tissue with the jaws was easily compressible to 2.0 mm for the green reloads? Yes, surgeon believes the tissue within the jaws should be compressible to 2.0mm, however surgeon did note that the tissue was very thick. Was there any damage identified to the device end effector? No visible damage had been identified to the device end effector. Is it possible to confirm the surgeon completely opened the firing trigger before pressing the red reverse button down and then fired the firing trigger plastic to plastic in an attempt to open the device? Yes, surgeon did open/release the firing trigger prior to engaging the red reverse button and fired the firing trigger plastic to plastic. There was some initial difficulty in pressing down the red reverse button (button had become very stiff) prior to the plastic to plastic firing. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the manual echelon 45mm stapler was used in a vats, converted to open left lower lobectomy case. The devices was used for several firings of reload on the lung tissue. After the case was nearing completion, scrub nurse had proceeded to clean the device. After completing the cleaning, the device was accidentally locked out by the nurse due to the absence of the reload in the stapler jaw. The lock symbol was visible at the stroke firing indicator window. Troubleshooting step was attempted to activate the red reverse knife switch button. However, the reverse knife switch button was very stiff can could not be pushed down fully. The firing trigger was pulled to attempt to see if the stapler lockout could be resolved. However, the lock symbol still remained. Staff nurse and surgeon would like to know why the stapler locked out and could not be resolved with the usual troubleshooting steps. Surgery was not delays and the procedure was completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 2/2/2023. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ec45a device was returned with no apparent damage and with no reload present. The anvil and closing trigger was returned in closed position, the knife was partially advanced, the knife reverse switch was activated and the knife returned to home position as intended. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties noted during the functional testing, the device opened and closed as expected. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. The event could not be confirmed as the device performed as expected and during the functional testing, the device opened and closed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.